Event description:
It was reported that: nail snapped at lag screw junction.

Manufacturer narrative:
Concomitant medical product: cmn femoral nail, ccd 125°, right,11.5 mm, 38 cm catalog#: 47-2493-380-11 ; lot#: 2973776. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00054.

Event description:
Investigation of this incident has been completed. Attempts have been made and no further information has been provided further analysis of the event has determined that according to complaint description, the device here reported is not a main but an associates device.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the previous submitted report. Investigation results are now available. During the investigation it was concluded that the device previously submitted on this medwatch is a concomitant and not a main device of this event. Please remove from your records. This device is reported in 0009613350-2022-00054-1 as a concomitant device. Zimmer's reference: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.